Event description:
It was reported that the pump's USB port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated BG. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.